Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with calibrating their sensor and was receiving weak signal alarms. The customer stated they had to change out the sensor every three days. The customer also reported a low blood glucose of 49 mg/dl after exercising. The customer then stated their blood glucose rose from overcompensating for their blood glucose. Customer's current blood glucose was 245 mg/dl. Customer did not have any symptoms of high blood glucose. The customer was able to treat their blood glucose with the insulin pump. The customer declined to check their settings during troubleshooting. The insulin pump will not be returned for analysis.